Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported failed battery test along with damage like battery cap was stripped or threaded. Customer reported buttons were protruding and while rewind grinding noise was louder. The device will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement and rewind test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. Device received with stripped battery cap coin slot(p).